Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
During verification testing at the service center, the fluid shields on channels 1 and 2 were found to be damaged and fluid spillage was noted.